Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ sys for rapid detection of group a strep 5 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer suspected fp due to clinical condition. No medication change was performed. This is a report about false positives.

Event description:
It was reported while testing with bd veritor¿ sys for rapid detection of group a strep 5 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer suspected fp due to clinical condition. No medication change was performed. This is a report about false positives.

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit veritor system strep a 10 tests jp (material # 256057), batch number 0092820. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.